Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the catheter split when it was advanced. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: customer reported: not sure who I need to talk to but we are having the same issues with the catheter bending/splitting when we advance it. This time it is the 22g not the 24g. I have pulled the boxes with that lot # and exp. Response received on 24-aug-2023. Can you please provide the material number and lot number of the affected product? Bd insyte autoguard winged 22g. Expiration 05-31-2026/04-30-2026. Lot 3164629/31178 are you able to advise the incident date(s)? - (B)(6). What is the total quantity of the affected product? - we know it has happened 5 times, however only 2 events have been recorded. For the safety of our patients we have removed all 22g with lot# 3164629 and lot# 3117895 off our supply shelves. Can you please confirm if the same issue observed with 24g has been reported to bd? - only 22 gauge at this time. From my understanding xxx also sent an email when we had issues with the 24g needles. If no, can you please provide the material info and details related to 24g failure? Bd insyte autoguard winged 22g. Expiration 05-31-2026. Lot 3164629, two issues have been observed, one is when the package was opened and the nurse observed the catheter before sticking the patient she noted the catheter to be split on the end; the second is after insertion of the needle and catheter the catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. Both of these issues have occurred more than once, by 3 different nurses (that I am aware of). We also have a picture of a catheter that is covered in what looks like black ink, as it came out of the packaging. Was there any adverse event or serious injury reported? No adverse events/serious injuries, two patients did have to get stuck a second time to obtain a working piv, which is something we never want to do if we can prevent.response received on 29-aug-2023. Can you please provide us photo of the catheter covered in black ink for further evaluation? - refer to photos. Can you please specify the issues with its associated lot number below? Catheter to be split on the end. - unsure. Catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance.- lot# 3117895. Catheter that is covered in what looks like black ink, as it came out of the packaging. - lot# 3117895.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).follow up MDR for device evaluation catheter damaged report 2 of 3: no photos or physical samples that display the reported condition were available for investigation, therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production of lot 3117895. Based on the available information we are not able to identify a root cause at this time h3 other text : see manufacturer narrative.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the catheter split when it was advanced. This is report 2 of 3. There was no report of patient impact. The following information was provided by the initial reporter: customer reported: not sure who I need to talk to but we are having the same issues with the catheter bending/splitting when we advance it. This time it is the 22g not the 24g. I have pulled the boxes with that lot # and exp. Response received on 24-aug-2023. ¿ can you please provide the material number and lot number of the affected product? O bd insyte autoguard winged 22g. O expiration 05-31-2026/04-30-2026. O lot 3164629/3117895 .¿ are you able to advise the incident date(s)? - (B)(6). ¿ what is the total quantity of the affected product? - we know it has happened 5 times, however only 2 events have been recorded. For the safety of our patients we have removed all 22g with lot# 3164629 and lot# 3117895 off our supply shelves. ¿ can you please confirm if the same issue observed with 24g has been reported to bd? - only 22 gauge at this time. From my understanding xxx also sent an email when we had issues with the 24g needles. ¿ if no, can you please provide the material info and details related to 24g failure? O bd insyte autoguard winged 22g. O expiration 05-31-2026. O lot 3164629. O two issues have been observed, one is when the package was opened and the nurse observed the catheter before sticking the patient she noted the catheter to be split on the end; the second is after insertion of the needle and catheter the catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. Both of these issues have occurred more than once, by 3 different nurses (that I am aware of). We also have a picture of a catheter that is covered in what looks like black ink, as it came out of the packaging. Was there any adverse event or serious injury reported? No adverse events/serious injuries, two patients did have to get stuck a second time to obtain a working piv, which is something we never want to do if we can prevent. Response received on 29-aug-2023. Can you please provide us photo of the catheter covered in black ink for further evaluation? - refer to photos can you please specify the issues with its associated lot number below? Catheter to be split on the end. - unsure catheter would not advance upon removal the catheter was bent/had a kink in it which is why it would not advance. - lot# 3117895 catheter that is covered in what looks like black ink, as it came out of the packaging. -lot# 3117895.